Event description:
It was reported by the customer that which caused a leakage issue during the production of one of our products. Event details: material: 301000, batch#: 220921. I¿m sending this email to raise a complaint regarding a defective microlance needle item, code: 301000, batch: 220921, which caused a leakage issue during the production of one of our products. The leakage occurred from the highlighted area in the scheme below, at the welding point between the metal needle and the plastic housing attached to the filter. Additional information received on 27/may/2025: 1. Kindly provide the date of event. This event occurred with the same batch: 220921 in two separate occasions, on 19 july 2024 and on 09 february 2025. 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Due to our production process, which involves the presence of radioactive material, for radioprotection reasons, we do not recover the materials used and they are disposed of at the end of production. Therefore, we are unable to provide you the defective needle or taking any picture. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. For the events reported in the two deviations raised from our side, the impact on product quality and safety was excluded during the impact assessment phase.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number: 301000 and lot number: 220921. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discardit syringe; however, no signs of defective connection or leakage were observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.